Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The bactiseal peritoneal catheter (ID 823074) was returned for evaluation. Failure analysis - the catheter was visually inspected; no defect was noted. The catheter was irrigated, no occlusion noted. Root cause analysis - no root cause could be determined as the technician could not confirm any problem with the catheter at the time of investigation. The possible root cause for the issue reported by the customer, could be due to biological debris occluding the catheter or due to a kink in the catheter.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 3 of 3 reports linked to mfg report numbers: 3013886523-2025-00273, 3013886523-2025-00272. A physician reported that a hakim valve (ID 823164), a hakim ventricular catheter (ID 823041), and a bactiseal peritoneal catheter (ID 823074) were implanted via a ventriculoperitoneal (vp) shunt on an unknown date and in an unknown setting. The devices were removed due to suspected obstruction on an unknown date. The patient¿s condition improved after explantation, so the devices were not replaced. According to information provided, it is unknown if patient had any signs and symptoms due to suspicion of obstruction.